Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition once the pod was removed from the infusion site (arm) the patient reports the cannula was damaged. The patients reported blood glucose level was 230 mg/dl. As treatment, the patient applied a new pod and administered an extra dose of insulin.